Event description:
Premature detachment of coil. Coil was partially deployed in cerebral aneurysm but upon repositioning the coil, the coil detached, leaving approx 2/3 of the coil, in the aneurysm and 1/3 still in the delivery catheter. The coil could be removed by withdrawing the catheter, but this posed risk of inadvertently pulling out other coils already present in the aneurysm; if this occurred, the pt would have suffered a major stroke. After removal of the coil, the aneurysm could not be recatheterized, necessitating a second interventional procedure to treat the pt's problem and that required an additional eight hrs of procedure time and prolonged hospitalization. Diagnosis or reason for use: carotid aneurysm, carotid cavernous fistula. Event abated after use stopped or dose reduced: yes.